Manufacturer narrative:
There was no vibration noted during self-test due to broken black wire on vibrator motor. The device was received with minor scratched display window and cracked case at the display window corners. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's vibrate option on their insulin pump, was not functioning. The customer's blood glucose level at the time was reported to be 162mg/dl. No further information provided.